Event description:
It was reported that on routine follow-up it was noted that the right ventricular (rv) lead thresholds were high and capture was in the atrium. Sensing was also low. X-ray confirmed the lead had dislodged into the atrium. On removal of the lead helix deployment was tested and it was found that it took approximately 25 rotations and then the helix deployed very rapidly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent implant damage. The analyst commented that the helix is bent and extends/ retracts out of specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.